Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported guide wire separation/damage caused by another device was confirmed via returned device analysis. However, the reported guide wire entrapment, resulting in the difficulty advancing and retracting the wire, could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, dimensional analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. It should be noted the warnings section of the hi-torque guide wire instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The IFU further states to consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure after treating a 90% stenosed lesion in the mildly tortuous distal left anterior descending (lad) coronary artery via deployment of a non-abbott stent, with a hi-torque balance middleweight (bmw) universal guide wire positioned as a support wire, while still in the lad, the tip of the bmw became jailed between the vessel wall and a deployed non-abbott stent; the bmw could not be advanced or retracted as it was reportedly stuck behind the stent strut. The bmw was retracted with force, and the tip unraveled. While the tip did not completely separate, as a precaution to prevent complete separation of the tip coil, the unraveled tip coil was snared and the entire guide wire with tip was withdrawn from the anatomy; snaring reportedly took some time (approximately 15 minutes), but was not considered a clinically significant delay. The procedure was considered completed and post-procedure result was 10% stenosis of the lesion. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance; failure to follow steps/instructions. The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.